Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of pull wire break. Imdrf patient code e2401 captures the reportable event of unspecified patient injury. Imdrf impact code f19 captures the reportable event of surgical intervention.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used in the abdomen during a percutaneous endoscopic gastrostomy (peg) for esophageal cancer with dysphagia and weight loss performed on (B)(6) 2025. During the peg tube placement procedure, the wire used to pull the tube through the stomach snapped and broke. The device was completely removed, and a new peg tube was inserted. Due to the problem encountered, the patient required surgical intervention. The patient proceeded to surgery for further management. The patient had no immediate complications, and the patient condition was reported to be stable at the conclusion of the procedure.